Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheters that had the lot numbers ngar2422, ngan4117, ngzl1141, ngax4574, and ngax2618 had sharp tips. One of the catheters was also reported to not have eyelets.

Manufacturer narrative:
The reported event was unconfirmed. The sample had a complete number of eyelet, and after the visual inspection a sharp edge was imperceptible on the catheter or on drainage eyes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿instructions for use for urological use only. Urinary catheters are intended for use for bladder management including urine drainage, collection and measurement. The devices are passed to the urinary bladder via the urethra. Warnings: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. How to prepare and use your urinary catheter wash your hands thoroughly with soap and water. Peel open the pack at the funnel end to expose approximately 2¿- 4¿ of the catheter. Don¿t remove the catheter yet. Wash the area around the meatus before catheterizing. Wash your hands again. Using the catheter: with sure-grip sleeve: hold the sure-grip sleeve with your dominant hand and squeeze it to hold the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the sure-grip sleeve with your other hand and slide the sure-grip sleeve down the shaft, stopping at about 6¿ from the tip. Release the funnel. Using the sure-grip sleeve to hold the catheter firmly, lubricate catheter tip with lubricating gel. While gripping the catheter with the sure-grip sleeve, gently pass the tip of the catheter into your urethra until the sure-grip sleeve nears the meatus. If there is no urine flow, loosen the tension on the sure-grip sleeve to allow it to slide back towards the funnel end. Re-grip sure-grip sleeve and continue to insert the catheter into the urethra. Repeat until urine starts to flow. Without sure-grip sleeve: remove the catheter from the pack. Lubricate the catheter tip with lubricating gel. Gently pass the tip of the catheter into your urethra and advance the catheter until urine starts to flow. Try to keep the catheter steady until urine stops flowing. When urine stops flowing, slowly withdraw the catheter, stopping if flow starts again, until the last few drops have drained. Finish by disposing of the catheter and its packaging. Wash your hands with soap and water." (B)(4).

Event description:
It was reported that catheters that had the lot numbers ngar2422, ngan4117, ngzl1141, ngax4574, and ngax2618 had sharp tips. One of the catheters was also reported to not have eyelets.